Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 6th september 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2011 and that it had performed to specification up to and including the last log entry on (B)(6) 2017. The returned pad-pak was inserted into the device and failed to power on, there was no status indicator present, this would confirm the reported fault. The device was disassembled to investigate. After further investigation it was found that the fault was caused by a defective capacitor. The failed capacitor would have caused an electrical short in the circuit which would then cause an installed pad-pak to blow its fuse and therefore would account for the device failing to power on and the lack of a flashing green status indicator, as per the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. AED prompts "child" patient with adult pad-pak